Manufacturer narrative:
One cadd legacy 1 pump was received to investigate the reported failed accuracy. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. To further investigate the reported issue, three separate delivery accuracy testes were performed. Customer problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published +/-6 percent delivery accuracy specification. No problems were found with the fluid delivery of the pump.

Event description:
It was reported that a smiths medical pump fail accuracy -10.85%. No adverse patient effects were reported.